Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the provided pictures identified that the pin was inserted into the tibial cut block, and slightly bent. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant devices - nexgen headless trocar drill pin 3.2 mm x 75 mm catalog #: 00590102000 lot #: ni, nexgen tibial recutter left medial 2mm catalog #: 42539905385 lot #: ni, nexgen tibial recutter left medial 2 mm catalog #: 42539905385 lot #: ni. Report source: foreign: (B)(6). The complainant has indicated that the medical devices will not be returned to zimmer biomet for evaluation, as the instruments were from a loan kit that was returned to the warehouse. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Multiple MDR reports were filed for this patient, please see all reports associated with this event: 0001822565-2019-03842. Investigation incomplete.

Event description:
It is reported that the trocar dill pin became stuck in the tibial cut block and bent. The pin could not be removed with the pin puller or using a powered pin inserter. This complication occurred twice with two different tibial cut blocks. No adverse events were reported as a result of this malfunction.